Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.

Manufacturer narrative:
The pump was received with a frozen display during boot up followed by a constant tone due to poor solder joints on the mother board. Unable to verify the button error alarm due to the frozen display. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.